Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a cracked tank cover and a rusty drain fitting. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The customer reported product problem was confirmed during testing. A leak was observed from cracks in the lower right corner of the tank cover. The tank cover and rusty drain cover were replaced as a result. Preventative maintenance was then performed. The device subsequently passed functional testing. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the device was leaking fluid from the lower right corner of the reservoir. No patient injury or complications were reported in relation to this event.